Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found the ins (based on manufactured date, since no implant date was given) had reached normal end of life with no telemetry and no output. It was noted that while the ins battery was observed to be expanded, that due to the battery chemistry, battery expansion was a known normal condition that occurred when a battery depletes. It was also noted that a burn mark was observed on the front of the ins that was consistent with electrocautery use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the reason for replacement of the ins with an unknown implant date was an elective replacement indicator (eri). It was specified that the ins was curved and had a wavy case. The patient did not experience any falls or traumas prior to the replacement. There were no factors that may have caused or contributed to the deformed ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) that was explanted on (B)(6) 2017. It was reported that the ins was deformed when the doctor did the replacement. There were no patient symptoms or complications associated with the event that occurred during normal use at an unknown event date. The patient was alive with no injury. The patient's medical history was asked but unknown.